Event description:
I received a rapid covid-19 and tested positive through my (B)(6). I then, didn't believe these results as I had no symptoms, received my first dose of pfizer, had covid in the past, and had not been around anyone who tested positive. I got retested at a different location and my test then came back negative. The original doctor through my university said that it's rare and if I had soda in my nose it could make the result positive. I had drank a whole glass of (B)(6) on the walk to the health center. FDA safety report ID # (B)(4).